Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system did not turn on. Upon troubleshooting, the fse determined the fan tray was faulty and found that the fuse in the fan tray was blown. The fse replaced it, then reinserted the fan tray, but the problem persisted. The defective fan tray was verified as having no 24volt present. To resolve the issue, the fse replaced the pdu fan tray dcps. The defective pdu (power distribution unit) fan tray dcps (direct current power supply) was returned to philips for failure analysis, and during functional tests, it was discovered that psu (power supply unit) 01 and psu 02 malfunctioned. The 24v power supply failed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.